Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed, and it was noted that the luer activated device was broken in two pieces. A scratch was observed on the inlet housing which showed that excessive force was used or similar indentations indicating that a tool was used, thus not meeting the specification and design of the device. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause of a user error for using a tool. Due to the nature of the returned sample, no additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link needle-free IV connector split into two pieces leaving the line open. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.